Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A piece of the threads at the tip broke when removing the impactor from the cup after impacting the cup.

Manufacturer narrative:
Examination of the returned product confirmed the reported event. The impactor is in very poor overall condition. The lead thread of the impactor tip is smashed in towards the second thread. This type of damage is typically caused when the item is impacted when not fully threaded into the mating item. The load of the impact is transferred to the threads rather than the intended device. There are numerous heavy impact marks to the strike plate and the body of the instrument on all sides that has distorted the instrument from its original form. The instrument appears heavily used. The root cause is attributed to wear out secondary to user error. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.